Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H3 other text : device not available.

Event description:
Consumer reported needle broke off in the injection site. She stated that the needle was missing after the injection. Consumer does not re-use. No pain or discomfort, no injury reported. Consumer stated that she went to the ER and had x-rays done, needle was seen on the x-rays but when the doctor attempted to remove the needle, it was not found. Consumer stated that the ER doctor recommended a surgeon to remove the needle. She is scheduled to have surgery tomorrow, (B)(6). Consumer refused replacement, stated that the doctor told her to contact the manufacturer to have the needles removed from the shelves. She said she will no longer use bd needles. I advised consumer to contact us with any further updates. Lot #: 2040107. Catalog #: 320109. Date of event: unknown. Samples: discarded.